Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated.the customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the detergent used was endoquick. The suction and biopsy port and valve were brushed. The disinfectant used was acecide c. The automated endoscope reprocessor (aer) used was oer pro sn 2110646 with endoquick detergent and acecide c disinfectant. The device was stored in a ventilated, endoscope-dedicated, enclosed cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer.once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304-2023-00201.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was used with a patient who later alleged contracting hepatitis b from the device. The device was used during a diagnostic colonoscopy. The patient is now being followed by hepatology and gastroenterology. As the facility does not perform routine culturing of the scope, they have sent the device to a third party lab for culturing and testing. The user did not report any other contamination or serious deterioration in the state of health of any other person to which the scope could have been a contributory cause.